Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.